Event description:
It was reported that the patient presented with chronic heart block. Device interrogation was attempted, however the pacemaker (pm) failed to be interrogated, and no magnet response was noted. Additionally, the pm exhibited no pacing output and premature battery depletion. The physician explanted and replaced the pm. The patient condition was stable.

Manufacturer narrative:
Correction: section b5 - the device mentioned was a pacemaker (pm) and not an implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the patient presented with chronic heart block. Device interrogation was attempted, however the implantable cardioverter defibrillator (ICD) failed to be interrogated, and no magnet response was noted. Additionally, the ICD exhibited no pacing output and premature battery depletion. The physician explanted and replaced the ICD. The patient condition was stable.